Event description:
It was reported that the patient was seen for a scheduled follow up and the device showed an elevated lv threshold. The patient received an alert for prolonged charge time. The device was explanted. The patients condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The hv capacitors were tested on the bench and an internal capacitor anomaly was found. The root cause of the extended charge time was anomalous hv capacitors.